Event description:
Swelling in the left knee [joint swelling]. Pain in left knee/radiating down to left calf [arthralgia]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) female pt, initials (B)(6), with a relevant medical history of osteoarthritis. The pt received an injection of synvisc-one into the left knee on "approximately" (B)(6) 2010. Starting on an unk date, the pt experienced pain and swelling in the left knee which has continued. At times, the pain has radiated down from the left knee to the left calf. The physician has prescribed an oral steroid medication as treatment. No further info was provided. As the date of receipt of this report, the pt outcome was not yet recovered. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.